Event description:
The cardioplegia pump head stopped during a case yesterday because of a faulty speed control potentiometer (speed pot). The same thing happened june 8 to the arterial pump causing the pump to shut down and to be cranked manually. The failure was the same component which is the speed pot. After the biomed tech changed the second speed pot, he noticed both speed pots were the same lot number (lot 07h005).